Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to hospitalization in the intensive care unit (ICU) and subsequently passed away. The cause of death was reported to be due to diabetic ketoacidosis (dka). It is unknown if the customer was using the pump at the time of death. Multiple follow up attempts were made in an attempt to obtain additional information. However, no further information was provided.

Manufacturer narrative:
The following information was obtained via a (B)(6) video of a news clip about the decedent. The customer's father stated that the customer "was home sick a couple days from school with a virus which caused his blood sugars to be unable to come down. The insulin was not working".